Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology not reported. The aortic neck was slightly tortuous, reverse-funnel shaped, calcified, and measured 24-31 mm over a length of 2 cm. It was reported after deployment of the talent bifurcated stent graft, a proximal type I endoleak was observed. Two palmaz stents were then placed in the proximal part of the bifurcated stent graft. However, there continued to be a type I endoleak. It was also thought that a type iii endoleak was present, caused by the palmaz stent sticking through the fabric of the stent graft. A 32 talent cuff was then placed, which resolved the type iii leak. At the end of the case, a type I endoleak and a type IV endoleak were observed. There was no room left to place a cuff below the renals. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Secondary intervention. Endoleak. Reverse-funnel shaped and calcified. Palmaz stent sticking through the stent graft fabric.